Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was felt during device removal. The device was successfully removed via the access ports, and safety release. The clip deployed in the intended location and achieved hemostasis; however, manual compression was used for approx 5 minutes to assure that hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.